Event description:
The customer used the device to check the blood glucose and obtained a reading of 194 mg/dl. Customer took the normal insulin and ate a donut. Customer then passed out. Emts were called and checked the glucose and the level was 28 mg/dl. Customer was treated with glucose. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.